Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign material on air/water cylinder and channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and the reportable malfunction was confirmed. Based on the investigation, it is likely that the following led to the malfunction: since the device leaked, reprocessing could not be completed. Subsequently, foreign material remained in the a/w-channel. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.